Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2023 recorded an initial stable pacing impedance of 600 ohms with a sharp increase to 2.500 ohms at the end of recording period. Furthermore, a fluctuating shocking impedance between 60 ohms and 80 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 102 months, oversensing with inappropriate therapies on the ventricular channel was reported. The lead was explanted on (B)(6) 2023 , but it is not available for analysis as it was severely damaged during explantation and the center discarded it. Should additional information be received, this file will be updated.